Manufacturer narrative:
Investigation summary: no product returned for evaluation. Product damage (guidewire fracture): clinical details noted that the guidewire fractured when the pump was being loaded over the guidewire. No additional details were provided. The cause of the product damage (guidewire fracture) could not be determined as no product was returned and limited clinical details were provided. Device history lot: device lot: 8854085. Device history batch: subcomponent lot: n/a. Device history review: 0.018" guidewire lot #8854085 passed all inspection checks.

Manufacturer narrative:
B5 updated with additional information

Event description:
Additional information received that the most likely explanation is that a nurse inadvertently activated the impella while the physician was advancing it into the descending aorta. This would explain why the 0.018" guidewire became entrapped within the impella.

Manufacturer narrative:
The guidewire was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that during the loading of the impella cp on the 0.018", the 0.018" broke in the impella. The physician had not gone though the aortic valve before breaking the guidewire. The pigtail was still in the aorta so it was not possible to push the pump in the left ventricle. The pump and the guidewire were removed. This is one of two related reports. This report represents the guidewire and another report was submitted to represent the pump. Refer to section h10 for the related report number.